Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a trochanteric fixation nail surgical procedure it was observed that the battery reamer/drill device collar was defective and was misaligned. According to the report, the collar to switch from forward (fwd) mode to reverse (rev) mode was defective near the fwd mode position. It was further reported that the collar arrow went behind the fwd mark and consequently did not put the powerline into fwd mode. It was reported that the issue also came up when the surgeon went from reverse to forward option. It was reported that the surgeon made the observation before any drilling or reaming into the bone structure. It was reported that there was a two second delay as the physician manipulated the collar's alignment to the fwd/rev mode markings. It was reported that spare devices were not needed and the procedure was successfully completed with the same device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device collar to switch from fwd to rev is defective near the fwd mode position was confirmed. It was noted that the jumper ring was damaged, and the jumper ring¿s pin was broken. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.